Event description:
It was reported by service report that the side rail cables were shorting out the control functions of the bed. There was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Siderail cable, ih main outside cable.